Event description:
Mismatching of catheter to chamber with mismatching of the metal clip, which remained attached to the catheter in the abdomen. Reoperation to change the chamber and reattach the catheter. F/u findings: tubing leak at or near the connector.